Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during an intracranial large vessel occlusion and recanalization in a non-acute stage, a 4.5mmd 22mml enterprise vascular reconstruction device with no distal tip (enc452200, 5852763) became impeded. The stent couldn¿t advance within the unspecified microcatheter (mc) when it arrived at the middle of the mc. It couldn¿t advance or move back. Therefore, the physician removed the stent system and microcatheter together outside of the patient. The procedure was completed by another new stent system and microcatheter (same code). There was no patient injury reported. Additional information received indicated that a prowler select plus (606s255x, 30413519) was used with the enterprise. The introducer was fully seated and secured in the hub. The user was not able to torque the device. There was no evidence of physical material within the device. The resistance was felt in the body/shaft. The replacement stent was 4.5mmd 22mml. The event prolonged the procedure by 20 minutes. It was noted that the prolonging of the operation time of patients brings certain risks. Adequate flush was maintained through the devices. No excessive force was applied to the device. A non-sterile prowler select plus 150/5cm was received coiled inside of a pouch with an EU ent4.5mmd 22mml wno dstl tp inside it. The device was visually inspected, and it was found with a compress condition at 10¿, also a kinked condition was observed at 39¿ and 40¿, no other damages or anomalies were observed during the visual inspection. The prowler select plus 150/5cm was flushed with warm water, and it was attempted to be removed from the EU ent4.5mmd 22mml wno dstl tp. The EU ent4.5mmd 22mml wno dstl tp was removed without a problem, however only the delivery wire was removed. The stent was not attached to the rest of the device. Then a guidewire lab sample was introduced into the prowler select plus 150/5cm and it was advance inside it, during the advancement resistance/friction was felt at the compressed and kinked section, however the guidewire advance through the device. Then the ID and the od from the microcatheter was measured, and the results were found within specification. After that, the prowler select plus 150/5cm was dissected to verify if the stent of the EU ent4.5mmd 22mml wno dstl tp was stuck inside the device at the compressed and kinked section, however it was noted that the stent is not stuck inside the prowler select plus 150/5cm. Procedural and other factors may have contributed to the deployment of the stent, however this cannot conclusively determine. A manufacturing record evaluation (mre) was performed for the finished device 30413519 number, and no non-conformances related to the reported complaint condition were identified. The prowler select plus 150/5cm product was returned to cerenovus for evaluation. Visual inspection, dimensional and functional test were performed. The visual analysis of the returned microcatheter revealed that the device has a kinked and compressed conditions, also the EU ent4.5mmd 22mml wno dstl tp was found inside the microcatheter. Although no obstructed condition was observed on the device, the resistance/friction noted during the functional test could be related with the customer experience regarding ¿catheter (body/shaft) - obstructed with mc loss of cerebral target position¿, due this condition the customer complaint was confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) do contain the following recommendations and warnings: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Remove catheter and inspect to verify that is undamaged. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Concomitant medical products: EU ent4.5mmd 22mml wno dstl tp. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00162. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an intracranial large vessel occlusion and recanalization in non-acute stage, a 4.5mmd 22mml enterprise vascular reconstruction device with no distal tip (enc452200, 5852763) became impeded. The stent couldn¿t advance within the unspecified microcatheter (mc) when it arrived at the middle of the mc. It couldn¿t advance or move back. Therefore, the physician removed the stent system and microcatheter together outside of the patient. The procedure was completed by another new stent system and microcatheter (same code). There was no patient injury reported. Additional information received indicated that a prowler select plus (606s255x, 30413519) was used with the enterprise. The introducer was fully seated and secured in the hub. The user was not able to torque the device. There was no evidence of physical material within the device. The resistance was felt in the body/shaft. The replacement stent was 4.5mmd 22mml. The event prolonged the procedure by 20 minutes. It was noted that the prolonging of the operation time of patients brings certain risks. Adequate flush was maintained through the devices. No excessive force was applied to the device.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: d9, g3, g6, h2, h3 and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.